Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vacuum hose was replaced. No report of patient involvement.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.